Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: part# 07.702.040s. Lot # : 2h53530. Manufacturing site: werk selzach logistik. Release to warehouse date: 09.aug.2022. Supplier: (B)(4). Expiration date: 01.aug.2025. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation surgery for a femoral trochanteric fracture with traumacem injectable bone cement, syringe kit, and injection cannula. When these were used, cement-like objects were found on the outside of the bone head on the image. Two cement blocks of less than 1 cm were removed using kocher forceps while confirming with images (time taken was less than 5 minutes). The cause was unknown, but the surgeon thought that when the cannula was withdrawn after 3 ml of cement was injected, it may have caught on soft tissue and leaked from the tip. There was no impact on patient, and the surgery was completed successfully without any surgical delay. This report involves one traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).